Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia and performed multiple infusion set changes within a short interval while using the ilet and an inset 23 inch infusion set, with one prior occlusion alert and subsequent upward blood glucose trends despite corrective and meal insulin delivery as shown in device data. Symptoms included elevated blood glucose. Outcomes included user-performed supply changes and temporary disconnection per guidance, with downward trending glucose after additional insulin. Investigation included review of device-delivered insulin via the bionic report and user confirmation of no delivery alerts, as well as counseling on insulin on board and temporary discontinuation. Investigation of this case revealed no confirmed device delivery fault, no leakage, and no visible site issues, and the cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.